Event description:
While injecting at high pressure, the rotator of the high pressure contrast injection tube was broken off. The physician was splashed with contrast his gloves there was no pt or clinician harm or injury as a result of this event,